Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son reported via phone call that the customer is receiving a prime fill anomaly. Her blood glucose is 560 mg/dl and the caller believes that the customer is pressing the wrong button. The customer treated her high blood glucose by manual injections and had symptoms of a dry mouth and a headache. He said that the customer is stuck in rewind complete/bolus delivery loop. During troubleshooting for prime rewind, the customer is not able to esc the status screen. She said that she changed the battery 4 times in two weeks and that the pump did not exit the rewind complete/bolus delivery loop and complete the fill tubing process successfully. No delivery occurred. She was advised that she may need to change their set and/or reservoir in order to continue and she said that her reservoir is empty. The customer was advised that the loop occurred because a bolus was attempted while in the rewind/fill tubing process. She declined to troubleshoot for any battery issues or to replace her pump and for her high blood glucose. The insulin pump will not be returning for analysis.